Event description:
It was reported that this pacemaker was oversensing the ventricular r-wave on the right atrial (ra) lead channel. This resulted in inappropriate mode switches. Technical services (ts) analyzed device episode data and provided reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.